Event description:
One of the plastic extensions broke into, causing the broken off piece to lodge inside pt's heart. This necessitated a procedure of over three hours to retrieve and remove it. This mediport was installed for the purposes of injecting chemotherapy. The medi port never functioned properly; however, no one was aware of its being broken apart until the removal was performed.